Manufacturer narrative:
Date of event: the exact event date is unknown. The implant date was unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed.

Event description:
It was reported that the patient had his artificial urinary sphincter (aus) previously removed due to unspecified reason. Therefore, the patient presented with recurring incontinence as he did not have a device. A new aus was further implanted. The patient is expected to fully recover.